Event description:
During a percutaneous transluminal angioplasty (pta) of the renal artery, it was reported that a 5.0x15 aviator plus pta balloon ruptured at approximately 9 atmospheres (atm) at initial dilatation. Therefore, it was removed easily and intact from the patient and exchanged for another new balloon. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will be returned for analysis. Evaluation of the returned device revealed a pinhole in the inner body. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 90%. After implanting a stent at the lesion, the aviator plus pta catheter was delivered to the lesion for post-dilation. However, it ruptured at approximately 9 atm at its initial dilatation. The device had been inserted into the patient one time. It is unknown what brand of stent had been implanted. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty reported removing the product from the packaging. The product was inspected prior to use and appeared to be normal. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. An unknown indeflator was used successfully with the other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon did not seem to ¿stick¿ to the stent. The device did not kink during use. There was no resistance/friction experienced with the other devices.

Manufacturer narrative:
This is the initial and final report for this complaint. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the renal artery, it was reported that a 5.0x15 aviator plus pta balloon ruptured at approximately 9 atmospheres (atm) at initial dilatation. Therefore, it was removed easily and intact from the patient and exchanged for another new balloon. The procedure was finished successfully. Evaluation/analysis of the returned device revealed a pinhole in the inner body. There was no patient injury reported. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 90%. After implanting a stent at the lesion, the aviator plus pta catheter was delivered to the lesion for post-dilation. However, it ruptured at approximately 9 atm at its initial dilatation. The device had been inserted into the patient one time. It is unknown what brand of stent had been implanted. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty reported removing the product from the packaging. The product was inspected prior to use and appeared to be normal. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. An unknown indeflator was used successfully with the other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon did not seem to ¿stick¿ to the stent. The device did not kink during use. There was no resistance/friction experienced with the other devices. One non sterile catheter aviator plus .014 5.0x15 142cm was received coiled inside a plastic bag. The balloon was inflated and deflated. No other anomalies were observed in the returned device. Leak test was performed and a pinhole was noted in the inner body. Results showed that the body internal surface exhibited evidence of scratches near to the leakage. The body external surface exhibited no evidence of damage. This body leakage failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp¿ was not confirmed; however, analysis confirmed body/shaft leakage as a pinhole was noted in the inner body. The exact cause of the pinhole/inner body leakage could not be determined. Based on the event description, factors contributing could not be determined; however, analysis notes scratching near the pinhole on the inner surface which may suggest that device interaction with the guidewire used may have contributed to this event. Neither the DHR review nor the product analysis suggests that the failure experienced by the costumer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.